Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 12 of 12 mdrs filed for the same event (reference 1825034-2014-00192/00197 and 00199/00204).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, lack of mobility, infection and metallosis. Subsequently, the patient was revised on (B)(6) 2008. The modular head, taper adapter and acetabular component were removed and replaced. Additionally, the patient was revised on (B)(6) 2009 due to infection. Then, the patient was revised on (B)(6) 2009 due to infection. No invoice was located for the revision that allegedly took place on (B)(6) 2009. The patient was revised on (B)(6) 2009 due to infection. All components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, lack of mobility, infection, and metallosis. Subsequently, the patient was revised on (B)(6) 2008. The modular head, taper adapter and acetabular component were removed and replaced. Additionally, the patient was revised on (B)(6) 2009 due to infection. Then, the patient was revised on (B)(6) 2009 due to infection. No invoice was located for the revision that allegedly took place on (B)(6) 2009. The patient was revised on (B)(6) 2009 due to infection. All components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Patient operative (op) notes dated (B)(6) 2008 report the patient was revised due to pain and clicking. Op report notes a fracture through the posterior bony wall of acetabulum and loose cup. Op notes dated (B)(6) 2009 report the patient was revised due to infection and fluid was observed. Op notes dated (B)(6) 2009 for the second stage of the revision report scar tissue, matting of the various anatomic layers, thickened and fibrinous iliotibial band, and joint fluid were noted.